Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient was revised due to loosening. The stem was explanted.

Manufacturer narrative:
(B)(4). D10: 650-1157 delta cer fem hd 28/+3mm t1 (B)(6). 110031013 28mm i.d. 46mm o.d. Size g bearing (B)(6). G2: foreign: australia. Suggested component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, g3, g6, h2, h3, h4, h6. Visual examination of the provided pictures identified the explanted stem covered in bio-debris. No further evaluation could be made from the pictures provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.